Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to deliver defibrillation energy and the device locked up when attempting to perform a test shock. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the device was unable to deliver defibrillation energy and locked up when attempting to perform a test shock. Stryker determined that the cause of the reported issues were due to the white energy capacitor wire. The wire was disconnected from spade connector, designator j18. The customer received a replacement device and the returned device was archived by stryker.